Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer has a problem with the screen freezing. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus was broken (tip missing). It was noted the rear display cover was marked up (cosmetic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.